Event description:
The product was used during an unspecified procedure. Reportedly, the scope visibility was not clear. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.